Event description:
It was reported that during the procedure to treat atrial fibrillation (a fib), the patient experienced a pericardial effusion. The patient went hypotensive. Transesophageal echocardiogram (tee) was in for the left atrial appendage occlusion portion of the procedure when a large effusion was observed. Chest compressions were started right away. A pericardiocentesis was performed and about 300cc of blood was removed. The patient was monitored for 30 minutes with tee and no new effusion was formed. The patient is recovering.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion and hypotension is a known inherent risk of use of this device. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the rf wire device confirmed that the events of pericardial effusion and hypotension are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the rf wire device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and hypotension are a known inherent risk of the rf wire device. Pericardial effusion and hypotension are an expected procedural complication addressed within the IFU for the rf wire. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that during the procedure to treat atrial fibrillation (a fib), the patient experienced a pericardial effusion. The patient went hypotensive. Transesophageal echocardiogram (tee) was in for the left atrial appendage occlusion portion of the procedure when a large effusion was observed. Chest compressions were started right away. A pericardiocentesis was performed and about 300cc of blood was removed. The patient was monitored for 30 minutes with tee and no new effusion was formed. The patient is recovering.